Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The footswitch pedal was sticking due to the rubber boot being warped. The deformed housing is likely caused by an object being placed on the switch for an extended time.

Event description:
It was reported that the device was running without the pedal being pressed. There was no patient involvement and no report of adverse consequences associated with this event.